Event description:
Patient complained of pain in PICC insertion site. Upon removal of PICC dressing, PICC kept "withdrawing" and fluid drained from insertion site with flushing of red port. PICC redressed. Red port taped, and labeled "do not use--to be replaced". The PICC was replaced that day.